Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The air water nozzle was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] ¿inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had insufficient air to clear water from objective lens. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water. There were no reported abnormalities in the accessories used for reprocessing. It is unknown if the air/water nozzle was wiped/brushed or flushed with detergent during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: due to wear of the angle wire, the play of the upward/downward knob was out of the standard value and the bending angle in up direction did not meet the standard value; due to clogging of the nozzle, air/water supply volumes and water removal did not meet the standard values; due to dirt and a scratch on the objective lens, there was a dark area of the image on the monitor; the objective lens, control unit, and suction connector had discoloration; adhesive on the bending section cover had a chip. Additionally, the following components had a scratch: plastic distal end cover, protector of universal cord on suction connector side, scope connector cover unit, flexibility adjustment ring, right/left and upward/downward angulation knobs, forceps elevator lever, forceps elevator knob, scope cover, suction connector, universal cord, grip, control unit, and switch box. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.